Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence.  Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.   See attached letter from FDA dated 06/23 indicating FDA has determined coloplast no longer qualifies for participation in the asr exemption #e2006011 program. Effective immediately, we are required to electronically submit individual adverse event reports for these product codes.

Event description:
According to available information, severe pain with discharge of infection fluids.

Manufacturer narrative:
A titan otr pump, two cylinders, detached inlet tubing and lockout reservoir were received for evaluation. Because examination may not conclusively confirm or disprove the report of pain or infection, quality accepts the physician's observations of such as the reason for surgical intervention. If additional information is received, quality will re-evaluate this complaint in accordance to procedures. A review of the DHR for this lot was performed to verify that this lot completed sterilization prior to being released. Because this lot went through the validated sterilization cycle, quality concluded that the device was sterile prior to the device packaging being opened and that the infection originated from sources other than the device.